Event description:
Gastro esophagectomy: "after the use of a reusable ligaclip through the port it was noticed that small segments of the seal had broken off and were being removed from the port by the instrument. The port and the loose segments of seal have been retained."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.